Event description:
A medtronic representative reported an inaccuracy due to reference frame movement. The procedure was a three level fusion, l4-s1. The spine frame was placed on l5, one level up from where the screws would be placed. Two levels of screws were removed and replaced without navigation, using a c-arm. The surgeon did not know the amount of the inaccuracy. Upon follow-up, on (B)(6) 2013, the patient continued to experience some symptom of pain in her legs.

Manufacturer narrative:
Patient age and weight is not available from the site, however, have been requested. Frame movement as reported by customer site, when not otherwise specified, means that someone bumped the reference frame, or moved the patient in a way to move the reference frame, which renders navigation less accurate. The reference frame was not alleged to be deficient. Moving the screws to a good position will normally cause post-operative extremity pain to resolve if the pain was induced by poor position. Software investigation not completed at time of this report.

Manufacturer narrative:
The surgeon reported that the patient has no residual pain related to the reported problem.

Manufacturer narrative:
Patient age now provided. Patient weight is not available from the site.per case description, the frame to patient relationship changed which made the registration invalid. Software is functioning as designed.